Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ rupture: not observed. ¿ bubbles: observed air voids in the gel. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade ii with bubbles in the implant". Later, healthcare professional reported "ruptured/defective implant". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade ii with bubbles in the implant". Later, healthcare professional reported "ruptured/defective implant". This record is for the left side. Device was explanted and replaced.